Manufacturer narrative:
Patient-specific information a2. Age, a3a. Sex, a3b. Gender, and a4. Weight is unknown at the time of this MDR writing. Investigation: the product was received. No data logs were returned for analysis. Device history record review was completed, and pump passed all post-sterile inspection checks. The clinical details state that shortly after starting the device, there was a placement signal not reliable (psnr) alarm. The returned product revealed that there was a kink in the catheter just distal to the anti-contamination sleeve and laser continuity test showed that the fiber was broken in that location as light was protruding from the kink. The root cause of the optical signal issue is due to a material fracture of the fiber line.

Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During support, "placement signal not reliable" alarm occurred. The alarm occurred shortly after the impella device was activated. It was noted although there were no problems with the device's operation, after assessing the overall situation, the physician decided that the device could be removed. Support was downgraded to an intra-aortic balloon pump (iabp), and treatment was successfully completed. There was no harm to the patient as a result of this event.